Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump may have been failing to deliver insulin and failing to alarm no delivery. Review of the insulin pump's alarm history showed that one no delivery alarm was returned a week prior to the call. Customer reported being recently taken to the emergency room after losing consciousness from diabetic ketoacidosis. Customer's doctor stated that the electrodes she wears to monitor her brain activity may have affected the function of the insulin pump. No further information was provided.